Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a scope communication error due to a board failure and heavy scope mount actuation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a b30 scope communication error. The issue was found during an unknown event. Additional information was requested but details were not known or provided by the reporter. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the b30 error (scope communication error) occurred due to a failure caused by water immersion inside the charged coupled device. Olympus will continue to monitor field performance for this device.